Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that smoke was appearing from the device.

Manufacturer narrative:
(B)(4). Alleged failure: the circulator came back to the or after a procedure to begin clean up and noticed that the crossfire2 console was pushing black smoke out from all sides the failure(s) identified in the investigation is consistent with the complaint record. The root cause is fluid ingress. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that smoke was appearing from the device.